Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. : not available.

Event description:
It was reported in patient's left knee, a 9 mm ps insert was revised due to instability.